Event description:
It was reported that during lead replacement due to high lead impedance and loss of capture, the physician was unable to re-engage the set screw into the header. The device was explanted and replaced. The patient was asymptomatic and doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported setscrew anomaly was confirmed in the laboratory and was believed to be due to damage during the surgical procedure.